Event description:
On (B)(6) 2012, pt reported that he experienced an infection due to the infusion set 2 years ago. He received antibiotics from his physician and took 2 pills a day for 5 days to treat the infection. He believes the swimming pool and hot tub might have contributed to the infection, and he had run out of IV prep wipes at the time and did not use one. The alleged infusion set was discarded and will not be returned for evaluation.